Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 150 mg/dl. The troubleshooting was performed. The customer was advised to insert new aaa alkaline battery on the insulin pump. The customer stated that the display return. The customer inserted new battery in insulin pump and there was battery out limit and a failed battery test. The customer was advised that the battery out limit appeared if the insulin pump is with out battery for more 5-10 minutes and failed battery test will appear if the insulin pump if it has the potentional to cause to lose power without warning.